Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), rash ("skin rash"), menorrhagia ("abnormal heavy/menstrual bleeding / prolonged menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, rash, menorrhagia, back pain, dyspareunia and procedural pain outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, menorrhagia, procedural pain and rash to be related to essure. Company causality comment incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.